Event description:
Clinic reports that 20 mins into dialysis treatment the pt requested o2 and indicated that pt thought something was leaking. When nurse checked the catheter site nurse found the catheter and venous line had disconnected. All lines were clamped immediately. Treatment was stopped and pt was given ns. CPR was initiated and pt was brought to the hosp ebl 350 cc. Sample is available. Questionnaire faxed on 1/27/2000.